Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that lead failure was noted via homemonitoring approx. 58 months after the implantation. The lead was capped and the therapies were deactivated as it was not possible to implant a new lead due to vein occlusion. Should additional information be received, this file will be updated.